Event description:
A spontaneous report pertaining to bio-oss cancellous (lot 090003) was received from a company dental consultant forwarded by a periodontist on (B)(6) 2011 involving a female patient. Additional information was received (B)(6), 2011 from the dental practitioner. The patient's medical history included asthma and congenially missing second premolars. Concomitant medications were not provided. On (B)(6) 2011, the patient underwent dental implant surgery of tooth #20 and tooth #29 via a one-stage procedure. The dental provider reported that a straumann dental implant size 4.1 mm rc x10 (lot ag280) was placed at site of tooth #20 and straumann dental implant size 3.3 mm nc x10 roxolid (lot ag561) was placed at site of tooth #29. In addition, she reported that bio-oss cancellous (lot 090003) was used for tooth #20 and tooth #29 (facially only) and there were 1-2 exposed implant threads. Interproximal and lingual bone was reported as intact. Bio-oss was covered with a double layer of collatape (lot dwtn09p5). Dental healing abutments were placed at #20 (4.5 mm d x 4 mm h (lot y8157)), and #29 (3.6 mm d x 3.5 mm h (lot aa120)). On (B)(6) 2011, the patient called the periodontist and reported swelling around implant #20. The patient was seen by the periodontist the same day who observed "mild to moderate swelling" around implant #20 (meddra coded as implant site swelling), with "suppuration upon palpation" (meddra coded as gingival infection). The healing caps were removed and the implants were reported as successfully integrated and torque tested to 25 ncm. Radiographs were taken, and the periodontist reported that significant coronal bone loss around both implants (meddra coded as bone density decreased), particularly around implant #20 was noted. She reported the patient's healing process as uneventful with the exception of "prolonged swelling during healing", also stated as "significant inflammation for the first 2-3 weeks post op". The patient was given a prescription for amoxicillin and scheduled for a follow up appointment in one week. On (B)(6) 2011, the patient was seen by the periodontist who noted a fistula on the facial of implant #20 (meddra coded as fistula). The fistula was expressed and a prescription for amoxicillin was provided. The company medical director reported that the periodontist had stated the patient did not have a surgery-related infection. She felt the bone loss around the implants was due to a negative reaction to the bio-oss. As of (B)(6) 2011, the course of amoxicillin was reported as completed, and the practitioner reported that it was unknown as to whether the fistula resolved. Treatment planned for next month included surgery to flap and debride for removal of any residual particulate that has not integrated.